Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. The photo provided only shows the label of the product and therefor is not usable for the investigation of the failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in needle went through the catheter. The following information was provided by the initial reporter: it was reported when inserting IV, saw blood return but needle was caught and when they pulled everything out, needle sheared the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in needle went through the catheter. The following information was provided by the initial reporter: it was reported when inserting IV, saw blood return but needle was caught and when they pulled everything out, needle sheared the catheter.